Event description:
Vascutrak angioplasty balloon, the plastic balloon broke off, and a portion of the balloon remained in the pt after an angioplasty of the leg. In 2009, the object was identified when the surgeon was completing a repair of a defect in the anterior aspect of the common femoral artery. Dates of use: 2009. Diagnosis or reason for use: pvd, dm.